Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during new product testing, the external pulse generator (epg) had no output on the atrial channel. It was recommended that the epg be returned. The status of the epg is unknown. There was no patient involvement.